Event description:
It was reported that noise was observed on both channels of the device. Upon review of session records, multiple vf episodes with aborted charges were seen. The device was found to be at eri. It was suspected that the device reached eri in (B)(6) 2012. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.